Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with additional information.

Event description:
This report is filed due to gripper actuation issues. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4+. The clip delivery system grasped the leaflets without issue. The grippers were noted to be properly working at this time. It was decided to attempt another grasp at a different leaflet location. Upon the second grasping attempt, the posterior gripper was not lowering as expected. The grippers were cycled; however, the posterior gripper was still not lowering. The clip was inverted and retracted to the left atrium. The lock lever was cycled and both grippers were then properly responding. Grasping was attempted one more time when again, the posterior gripper was not lowering as expected. The device was removed without issue and another mitraclip was successfully used in replacement, reducing the mr to grade 1. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper line break was confirmed via the returned device analysis and the gripper actuation issue appeared to be due to the observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.